Event description:
The device was started to infuse a solution of 100ml bag at a rate of 10ml/hr at 3:00am. At 6:30am the bag was empty and the rate was changed to 110ml/hr. No patient injury was reported.